Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer was returned for repair and to install the latest software version. Follow-up indicates the programmer was returned for technical service (no complaint). No patient involvement or complications were reported. The programmer was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: analyisis found the programmer had a long boot, then booted to a software load error. Analysis also found the printer drawer was broken.